Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient subsequently experienced a stroke. The plan of care was reviewed with the registered nurse at the bedside. The patient was recovering from an ischemic stroke with some remaining weakness in the right upper extremity and right lower extremity. The patient was working with physical therapy and occupational therapy and had been removed from the orthotopic heart transplant list. The patient was experiencing brief episodes of ventricular tachycardia. The registered nurse reported that the clinical team was aware of these episodes and had been informed that the impella device was appropriately positioned. An official ultrasound examination of the heart was being considered.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.